Manufacturer narrative:
The treatment parameters used in the laser procedure were followed per the clinical reference guide. It is unknown whether patient followed proper post care per labeling. A device evaluation found the unit operating as intended working within specification. The device history record confirms that the product passed and met all requirements before releasing. Per labeling, nodules are an expected side effect and typically resolves on its own. Patient was given a kenalog injection into the nodules by a physician. Nodules are expected side effects and typically transient in nature, however in rare cases they may be permanent. This event is reportable due to the medical intervention used post treatment.

Event description:
It was reported that a patient received a sculpsure treatment in 2017 and experienced a nodule in the lower abdomen area. Site states that nodule are still present.